Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 459 mg/dl with symptoms of dehydration, and nausea associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the pump emitted loss of prime warnings two or more times despite cartridge changes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: during investigation, the black box for (B)(6) 2017 was unavailable. The available black box showed a loss fo prime warning associated with a low non zero force and zero force leading to a delivery interruption. An ez-prime and 24 hr duration test was successfully completed with no loss of prime warning being duplicated. The force sensor measure within specification. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture found. There were no force sensor defects found. The battery compartment was found to be cracked below the bumper pad.